Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2014 with the following findings: on examination, the keypad cover was intact without damage. On testing, the ok keypad button was normally responsive. The remainder of the keypad button demonstrated intermittent unresponsiveness and required multiple presses to evoke response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the display screen was found to be dim, faded, and discolored, and the battery compartment was cracked.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up and down arrow buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.